Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. Corrected a1, a2, a5, a6, b2, b5 d6a and d6b. One device was received for evaluation. Visual inspection found a peeling downstream occlusion (dso) seal. The dso seal was replaced. The dso and upstream occlusion sensors were calibrated. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Upon further review it was found that there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is over infusing. There was unknown patient involvement.